Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with instructions to reset the pump, and after following these instructions, the malfunction code did not recur. The customer was able to continue using the pump.